Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 272 mg/dl. The customer stated that she has dropped the insulin pump several times, and as a result, the reservoir compartment is cracked. Nothing further was reported.